Manufacturer narrative:
Additional information: event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735638 ((B)(6)). Event date is approximated. Device UDI number unavailable. A medtronic representative (rep) went to the site to test and service the equipment. The rep noted that there were no issues with the instruments; the rep instructed the staff in correctly verifying instruments. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. A software analysis was also completed. The software analysis was unable to determine probable cause without further information since the behavior could not be replicated. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the compact navigation system became unresponsive; the site had to restart the system after it froze on the scan screen. After restarting it, the system worked fine with the exception of some suction instruments that stopped tracking. The site thought it was metal in the field from the cart, which was noted to have happened previously, but moving the cart didn¿t fix the issue. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.